Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
Hamilton medical ag received the following incident description: "the pressure will not build when the intellicuff is trying to pump". There is no patient involvement reported. The provided information reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This makes this event reportable.

Manufacturer narrative:
Investigation outcome: according to the customer information analysis-pressure does not maintain. No patient involvement. The partner informed that during routine inspection been noticed that the cuff connector (metal port) was broken. Therefore, the device had to be replaced. No further information was given. This case is considered as closed.